Manufacturer narrative:
The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, one month post cataract surgery in the right eye, patient¿s vision became blurry. According to the surgeon, lens had shifted. The patient was advised to have the lens repositioned or explanted and was diagnosed with z syndrome. Approximately seven months post original surgery, lens repositioning surgery was performed and a capsular tension ring was implanted. The patient experienced slight relief, but due to vitreous prolapse and retinal and corneal scaring the blurred vision soon returned. Additional laser surgery was performed and vitreous gel in front of the intra ocular lens was observed. The patient was examined by a retinal specialist who then confirmed the lens was still dislocated and the vitreous was pushing against it and was advised against removing the vitreous gel which could possibly make their vision worse. The patient was diagnosed with persistent cornea pek (punctate epithelial keratitis) and referred to a cornea specialist. The specialist advised that any further surgery to repair the damage to the patient¿s vision was a high risk. The patient is currently experiencing blurred vision along with double and triple vision, eye pain, headaches, severe night glare, starbursts and halos. The patients reading has improved with the help of reading glasses. Additional information has been requested but not received.

Event description:
Additional information was received, indicating a few weeks post implantation a refractive laser surgery was performed on the patients right eye. Approximately 6 months later a second refractive laser surgery was performed on the same eye. This treatment took place a few days post the lens repositioning procedure in an attempt to adjust the haptics. A month prior to the patients second refractive surgery a yag laser capsulotomy was performed due to a film being present in the back of the patients left eye.

Manufacturer narrative:
Additional information.

Event description:
Additional information was received indicating the lens repositioning was performed due to nasal vaulting. The patient outcome was reportedly good.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the device history record did not find any anomalies or non-conformities related to this event. Based on the available information, the root cause could not be conclusively determined; however, patient related factors may have caused or contributed to the reported event.